Event description:
It was reported that, ¿pt noticed right knee does not move forward, it moves towards left when bending. When right foot is placed naturally on the floor, knee moves to opposite direction. No problems with the implant, no pain, no difficulties walking. Pt consulted with dr. B., he was lead to believe the stryker implant is purposely put in that way.¿

Manufacturer narrative:
An evaluation of the devices cannot be performed as the device was not returned to the manufacturer. Additional information was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.